Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID e2dr01aa ipg implanted: 2004-(B)(6). (B)(4).

Event description:
It was reported that the device was at end of service (eos) and could no longer be interrogated. The device was explanted and replaced. It was futher reported that during the device replacement procedure, the right ventricular (rv) lead had high impedance and intermittant captuer at 5 volts. A fracture was suspected but could not be confirmed. The lead was capped and replaced. No patient complications have been reported as a result of this event.